Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
During the inflation, a balloon's leakage or a breakage occurred. The target lesion location is unk. The characteristics of the vessel are unk. The product was properly inspected and prepped and no anomalies were noted. During inflation of the balloon, a leakage was observed. Inflation atmospheres are unk. The ratio of balloon contrast and saline is unk. There was no report of a hub leakage and/or cracked hub. The brand of inflation device is unk. It is unk if the stent was deployed in the pt. The lesion was treated with another device. It was noted that the pt suffered transitory st elevation just after the event. The pt consequence was minor. No more info available.